Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier fingerprint page got delayed. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist reviewed the logs of station and did not observe any signs of login delays, followed up with the customer experiencing the issue, and they confirmed that it has not occurred again so far. The system functioned as intended when the technical support specialist investigated the issue.